Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed background test. There was no patient injury reported.

Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found bottom case and plunger assembly tamper seals are broken. The lower left front corner of top case cracked, right plunger case and battery door cracked as well. The device?s event history log was reviewed for evidence of the reported event, control key switch bgnd test was found. To conduct functional testing, the device was powered up and performed a keypad test. Upon power up and keypad test was unable to duplicate the key switch bgnd test at power up and all the buttons on the keypad are working as intended. The keypad was replaced to resolve the intermittent issue. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.